Event description:
The complainant reported that during service and repair activities, an automated impella controller (aic) failed the signal-to-noise ratio (snr) test during a functional check. The measured snr value was 850, which was below the specified acceptance criterion of greater than 2000. Troubleshooting was performed, and the optical bench was replaced. Following replacement, the snr value was measured at 7634, which met the specified acceptance criteria. The controller was tested and reported to be functioning as expected after repair. The issue was identified during service and repair activities and not during clinical use. No patient involvement was reported in association with this event.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.